Manufacturer narrative:
Corrected information has been provided in d1 and d4. Access site adverse event/hematoma/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted percutaneously via the right femoral artery in an 86-year-old male patient for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage a. The impella cp device was implanted pre pci-using a 14f x 25 cm peel away introducer. Pci was performed via right sided single access using 7fr x 30cm impella companion sheath with treatment of the left main coronary artery, including angioplasty, stent placement, and shockwave coronary intravascular lithotripsy. During the procedure, the patient received anticoagulation with heparin totaling approximately 13,000 units, with anticoagulation monitoring performed using activated clotting time. After insertion of the guidewire in the catheterization laboratory, bleeding was observed at the access site, including tract bleeding and development of a hematoma at the femoral arteriotomy. The recorded activated clotting time at the time of bleeding was approximately 700. No vessel perforation or dissection was identified, and no patient movement occurred during support. The patient remained hemodynamically stable. Given the access site bleeding, the clinical team elected to explant the impella device in the procedural area. There was no allegation or deficiencies against the device noted by customer. The impella device was successfully explanted after approximately two hours of support. Hemostasis was achieved with manual pressure, femostop, and pre closure using two perclose proglide devices. The estimated blood loss was approximately one (units were not documented). No blood products were administered. The bleeding resolved, and the patient was subsequently discharged in stable condition. The access site bleeding and hematoma formation are consistent with known procedural risks associated with large bore femoral access and administered systemic anticoagulation. Df 03/09/2026.